Event description:
Information received by medtronic that the customer reported they had changed the reservoir on saturday at noon. Customer only have 37 units left. Customer added more insulin and not change the reservoir they put 300 units in when they changed the reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.